Event description:
It was reported that patient experienced incontinence. The onset was years ago. It occurs constantly. Causes of the leakage include lack of specific sensation. Patient had an advance sling without success. Will proceed with macroplastique.